Event description:
It was reported that the insulin gauge was inaccurate and static. The customer declined further troubleshooting and follow up from tandem technical support, and no further information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.